Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a pangea hardware removal procedure was scheduled for (B)(6) 2016. The pangea revision surgery was actually performed on (B)(6) 2017 at t10-12 after the patient complained of back pain and a broken rod was identified on x-rays on an unknown date. During the revision one broken rod, one intact cap and one intact connector were removed without difficulty using a general screw removal set. The patient was implanted with a new rod, cap, screw, and connector. The surgical duration was approximately twenty (20) minutes in length and there was no surgical delay. The patient status was reported as fine. Concomitant medical products: pangea screw (part unknown, lot unknown, quantity 1); pangea cap (part unknown, lot unknown, quantity 1); pangea connector (part unknown, lot unknown, quantity 1). This report is for an unknown pangea rod. This is report 1 of 1 for (B)(4).